Event description:
The customer from canada reported obtaining blood glucose readings of 4.4 mmol/l and 18.5 mmol/l at 7:30 a.m. With the contour® next gen meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. Model#: 7322 of the contour® next test strips is only available in canada; therefore, the primary unique device identifier (UDI) number is not applicable.